Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on an active meter, compared to a lab result, within 10 minutes: 21.0 mmol/l and 15.0 mmol/l (meter) and 10.0 mmol/l and 7.2 mmol/l (lab). The lot number of the test strips was not provided. No adverse event reported. The test strips cannot be returned for legal and customs issues.